Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a pt the device returned a "shock advised" prompt for what appeared to be a non shockable heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.